Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The stylet/guidewire was broken. The stylet/guidewire was damaged. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the physician placed the left ventricular (lv) lead but it was not in the desired location. The physician removed the lead and while prepping to reinsert the lv lead the physician was unable to pass a guidewire past the distal portion on the lv lead. The physician then attempted to back load the lead onto another guidewire and stated that the resistance was still greater than normal. The lead was removed and an alternate lead was placed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth.